Event description:
On (B)(6) 2025 it was reported that on (B)(6) 2025 the user experienced hypoglycemia with blood glucose (bg) levels reported as low as 38 mg/dl while attending a public gathering. The user experienced convulsions and was transported by emergency medical services to the hospital, where the user was treated for low blood glucose and discharged in the early hours of (B)(6) 2025. No long-term health effects were reported.

Manufacturer narrative:
The user experienced severe hypoglycemia resulting in convulsions and emergency medical services transport while receiving automated insulin delivery with the ilet. This situation can result in life-threatening hypoglycemia requiring emergency medical intervention and is consistent with the reported low blood glucose measurements, convulsive activity, and emergency room evaluation with same-day discharge. Engineering log review indicated the ilet was functioning as intended, with insulin delivery and alerting operating appropriately and no device malfunction identified. Clinical assessment suggests the severity of the event was most consistent with use-related factors, including repeated manual pauses of insulin delivery, inconsistent and delayed meal announcements, under-announcement of carbohydrate intake, and overtreatment of hypoglycemia, which likely disrupted adaptive insulin dosing. Additional training and a factory reset were performed with the user. If additional information becomes available, a supplemental MDR will be submitted.